Event description:
Reported via clinical study it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a deployed device diameter of 15.9 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (81mg/day) and apixaban (10mg/day). Four (4) years post procedure the patient presented to the emergency department (ed) with complaint of a headache, left sided facial numbness and weakness of upper and lower extremity and issues with balance. Additionally, the patient reported that they had taken 2 tylenol and aspirin (81mg), had awareness regarding the time restriction for tissue plasminogen activator (tpa) and for further evaluation presented to ed. Review of the patient showed headache and weakness. Upon physical examination, the patient was alert and oriented, there was a sensational change in left sided upper and lower extremity. Based on the signs and symptoms, the patient was diagnosed with a cerebral vascular accident. Computed tomography (CT) head without contrast was performed which revealed with no evidence of acute disease in the brain. Computed tomography angiography (cta) of head and neck showed no evidence of a high-grade stenosis, occlusion, dissection, aneurysm and vascular malformation, noted with mild stenosis within proximal bilateral internal carotid arteries and borderline aneurysmal dilatation of the ascending thoracic aorta with measuring of 4cm in transverse dimension. The next day the patient was hospitalized for further evaluation in the ICU. On the same day, the patient reported that left facial droop, upper and lower 4/5 strength, upper extremity pronator drift and lower extremity ataxia and expressive aphasia. Additionally noted with abrasions/ecchymosis in the right upper extremity and patient states that while getting out of the tub their arm got caught by a metal bracket and tore the skin. Per neurological consultation, the patient was treated with migraine cocktail and medications.